Manufacturer narrative:
(B)(4). The biomed tested the device and identified a free flow due to a broken bezel with a gap between the door and bezel. The bezel was replaced and the device was placed back into service.

Event description:
The customer reported a "double concentrated" heparin bag was hung on (B)(6) 2014 at 09:15 am and set to infuse at 22 units/kg/hr. The bag was empty at 13:15 pm and the pump was taken out of service. It was also noted the rn, who had taken care of the patient on the previous shift, stated that she had hung a new bag of heparin at 06:30 and that bag was empty at 09:15. The patient was already on routine lab testing every six hours. No additional treatment was required other than turning off the heparin drip.